Event description:
It was reported that the customer received a cartridge alarm during the operation of the pump. There was no information available about the customer¿s blood glucose level at the time of the event, but the pump was within warranty. The customer was informed that the pump needed to be replaced, and a replacement was arranged. The customer chose not to disclose what backup insulin therapy they would use during the transition. Technical support provided instructions for returning the defective pump and ensured all necessary shipping arrangements.